Event description:
It was reported that a cgm error occurred while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, error did not recur, and customer planned to start new g7 sensor, load cartridge, and resume insulin independently, with instructions to contact technical support if problem happened again.